Manufacturer narrative:
Upon receipt the lead was found cut 12 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. An extraction aid was found in the lead body of the distal fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The lead fragments displayed severe extraction damages, making an analysis very challenging. However, on the available lead fragments, no damages could be found that could be clearly related to the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient transmitted a out of range high lead impedance suddenly, 1998 ohms. Patient had a fall and was brought in for cxr. It appeared that the device had dislodged due to twiddler syndrome. Should additional information become available, this file will be updated.